Event description:
It was reported the patient developed a major infection and is septic. No source of the infection was reported. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay has cosmetic environmental stress cracking, the outer tubing overlay was breach cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and there was a tip seal observation. Visual analysis also noted that the blood appears to have went past the shaft seal and entered the conductor. There was no insulation breach observed. (B)(4): the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.